Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that approximately one week post-implant, the patient was admitted to the hospital for syncope. Interrogation revealed that the right atrial lead was sensing far-field r waves rather than p waves, and that the lead was unable to capture at maximum output. It was then confirmed from a chest x-ray that the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.